Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical product: thermocool smart touch bi-directional navigation catheter (model# d132705/lot # unknown). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for right sided atrial tachycardia with a decanav electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the mapping phase while using a decanav electrophysiology catheter, cardiac tamponade was detected. Pericardiocentesis was performed to remove 200 cc of fluid from the pericardium. The patient was stabilized, the procedure continued, and subsequently completed without further incidents. There is no information regarding extended hospitalization and patient outcome. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no errors observed on any bwi equipment during the procedure. Transseptal puncture was not performed. The generator was in power control mode with default settings for smart touch bidirectional catheter. The generator was not in use at the time of the injury. No ablation was being performed when the tamponade occurred. The ablation catheter was not in the body at the time of the injury. There¿s no information regarding the catheter irrigation flow settings. The patient received anticoagulant (unspecified) during the procedure. The activated clotting time (act) is unknown.